Event description:
It was reported that during an ercp procedure for treatment, the handle broke off. They cut the catheter off to loosen the wires. The pt's condition after the procedure was reported as fine.